Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose on unknown date with blood glucose level was 600 mg/dl. The customer reported other blood glucose values such as 335 mg/dl and over 500 mg/dl. The customer was treated with manual injection and intravenous fluid. The insulin pump will not be returned for analysis. Frn-unk-rsvr,unomed set.